Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "guide was chipped at point #3-sent back for replacement as edges sharp" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the chipped downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump guide was found chipped at point#3 with sharp edges during testing in the biomedical service area. There was no patient involvement. No additional information is available.